Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 4/6 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. This review finds the labeling adequate for the potential use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during therapy, in dwell 4 of 6. The patient had disconnected from the set, and then reconnected. Gts explained that a large amount of air had entered into the disposable set. Gts had the patient cycle power and advised they finish therapy with manual supplies. Product surveillance spoke to the patient's dialysis nurse who explained they were aware of the issue but not the cause. Product surveillance explained the use error. The nurse stated the patient had not had any complications that they were aware of. No injury or medical intervention was reported.